Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported a patient injury that the surgeon thought might be related to the gas. Additional information was received from the risk manager who reported that during a vitrectomy procedure, there was injection of gas mixed with air. On postoperative day one, the patient presented with intraocular eye pressure between 50-60 mmhg while the normal is in the 20s. The surgeon extracted 0.6 to 0.7 ccs of gas out of the eye. On postoperative day two, the patient's eye pressure was back in the 60s mmhg. The patient underwent a secondary surgical procedure five days later for a vitrectomy and gas removal. The patient was reported to be doing fine.